Event description:
Reporter indicated the pt was hospitalized for treatment of infection at neck incision site. Antibiotics were administered and the pt underwent an irrigation and debridement of neck incision site. Upon discharge from the hosp, the pt's incision was dry with no redness or drainage. Oral antibiotics were prescribed upon discharge. Pt was re-admitted to the hosp for treatment of infection. IV antibiotics were administered. At the request of the pt, the generator and lead were explanted.

Manufacturer narrative:
Mfg records for both the pulse generator and the lead were reviewed. Vns therapy system labeling lists infection as a potential adverse event, possibly related to surgery. Review of mfg records for both the pulse generator and the lead confirmed sterilization of devices prior to distribution.